Event description:
I had a partial knee replacement on (B)(6) 2023. Symptoms developed a few months later, including pain, deformity, limited range of motion, weakness and instability. A computed tomography scan done in (B)(6) 2024 showed lucency at the tibial and femoral bone interface. Bloodwork was done to rule out infection. Revision surgery to a total knee replacement was done on (B)(6) 2024, where "significant poly wear and gross loosening of her tibial implant" was noted, along with being "anterior cruciate ligament deficient" and having "full thickness cartilage loss in the remaining compartments". A computed tomography scan done a year earlier, on (B)(6) 2023 showed only a "mild degree of degenerative osteoarthritis present".